Manufacturer narrative:
The esheath was not returned to edwards lifesciences for evaluation. Imagery was provided and the sheath distal tip was observed to be torn radially. Gouge marks were observed along the edge of the torn material. Images of the patient¿s anatomy reveals some tortuosity and calcification in the patient¿s access vessels. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. A lot history review revealed no other complaints for torn distal tips. Although the event was confirmed, a complaint history review is not required as the issue has been previously identified in a product risk assessment, which captures root cause analysis for the issue. The instructions for use (IFU) and training manuals were reviewed for guidance and instruction involving the esheath and delivery system. During use, the operator is instructed to inspect the length of dilators and sheath for surface defects and damage prior to clinical use. Flush the dilators using heparinized saline through the guidewire lumen. Hydrate the length of the dilators and sheath with heparinized saline to activate the hydrophilic coating. Flush the sheath using heparinized saline through the flush port; close the flush port. Insert one dilator completely into the sheath. Using standard catheterization techniques, gain access and dilate as necessary to accommodate the sheath. Orient the sheath appropriately and maintain orientation for the duration of the procedure. Insert the sheath assembly using standard technique while following its progression under fluoroscopy. The proximal tapered end of the sheath working length is larger in diameter. If possible, suture the sheath into place. Remove the dilator from the sheath. Insert the device into the sheath. When using the loader, flush the loader with heparinized saline and insert the device into the loader. Insert the loader into the sheath until the loader stops. Advance device through the loader and into the sheath. Retract the loader once the device is passed through the sheath. If additional working length is needed unscrew the cap from the loader and peel the loader from the shaft of the device. After the completion of the procedure, remove the device from the sheath. The sheath should be intermittently flushed with heparinized saline per standard technique. Remove the suture (if necessary) and remove the sheath entirely without torquing. Do not reinsert the sheath. Based on the review of the IFU/training manuals, no deficiencies were identified. During manufacturing of the esheath introducer set and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. The event was confirmed based on the provided imagery. However due to unavailability of the device, engineering was unable to be perform any visual, functional, or dimensional analysis; therefore, a manufacturing nonconformance was unable to be determined. Investigation lot history, and DHR revealed no indication that a manufacturing defect contributed to the event. From imagery review, the damage is characteristic of sheath tip tear events identified in a product risk assessment (pra). While a definitive root cause was unable to be determined, investigation documented in the pra indicates that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. A corrective action preventative action (CAPA) has been initiated to pursue potential process improvement activities. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. No manufacturing non-conformance or labeling/training/IFU deficiencies were identified. However, a CAPA was previously initiated to pursue potential process improvement activities regarding tip expansion, which was identified during the investigation. The CAPA is currently in implementation phase. A pra was previously initiated to investigate the cause and assess the risk associated with improper expansion of the sheath tip. The risks outlined in the pra remain the same; no new risk was identified as no harm is associated with this complaint event. Complaints will continue to be monitored, trended, and escalated per established complaint investigation/handling procedures. At this time, no escalation is required.

Manufacturer narrative:
UDI: (B)(4). Investigation is ongoing.

Event description:
As reported, at the end of a successful tf tavr case, a torn distal tip of the sheath was observed post removal from the patient.there were no adverse events nor patient injury. No issues with push-or pull- force at anytime. Upon further review of the device, it was all still there, no pieces missing. It will not be returned.